Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer was freezing. The programmer passed functional testing and no errors were found in the logs. It was indicated that the keyboard hinges were broken and the system fan was noisy. The programmer was repaired and returned to service. Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was freezing during interrogations. The programmer was returned for service. No patient complications have been reported as a result of this event.